Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ambulance was dispatched about two months ago. The customer experienced a low blood glucose level of 20 mg/dl. The customer was treated with IV. He was wearing the insulin pump. The device was not returned.